Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm was reading 120 mg/dl, and the patient experienced loss of consciousness. The patient was brought to the hospital in an unknown matter, and when a fingerstick was taken at the hospital, the blood glucose reading was around 80 to 100 mg/dl. It was unknown if treatment had already been given, and no cgm reading was reported from that moment. The patient was treated with intravenous fluids. After regaining consciousness, the attending physician informed her that the likely cause was a combination of hypoglycemia and dehydration. No further medication was reported and the patient was discharged after spending less than 24 hours. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.